Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported "lump", "liquid around the implant", "pain", "mentioned recall", "fold", "cyst", and "lobulated contours" against the left side. Device remains implanted.

Event description:
Patient reported "lump", "liquid around the implant", "pain", "mentioned recall", "fold", "cyst", "calcifications", and "lobulated contours" against the left side. Also reported "breast lesion" which was determined not to be device-related. Healthcare professional additionally reported "to have deformity of the breast with pain and felt a tumor has ruptured prosthesis". Device remains implanted.

Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Patient reported "lump" "liquid around the implant" "pain" "mentioned recall" "fold" "cyst" and "lobulated contours" against the left side. Device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: crease/folding of implant: unable to confirm as it is a medical event not related to the device seroma-late: unable to confirm as it is a medical event not related to the device cyst: unable to confirm as it is a medical event not related to the device. Wrinkling: unable to confirm as it is a medical event not related to the device. Anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Pain: unable to confirm as it is a medical event not related to the device. Lump/nodule: unable to confirm as it is a medical event not related to the device. Rupture: no, observed an opening the device. Visibility/palpability: unable to confirm as it is a medical event not related to the device in the photo observed two devices, both appears to be intact with red and brown particles in the surface of the shell and without labeled by side explanted. It is not possible to determine the lot number or catalog through the photos provided.